Manufacturer narrative:
The subject device was returned for evaluation. The needle tube was broken. The broken section of the needle tube was bent, and the end of the broken part was crushed and elliptical. Th device history records for this lot number indicated no abnormalities related to the reported phenomenon. Based on the past similar case and above result, the needle break could have occurred by the following mechanism. The needle tube was kinked at the distal end when large bending load was applied to it. A load was applied to the needle tube in the opposite direction to the bending load and caused the needle tube to break. Therefore, it is concluded that the phenomenon was due to the handling at the facility. There is a following statement in the instruction manual of the subject device. This report is being submitted as a medical device report in an abundance of caution.

Event description:
After several punctures with the subject device, the needle was broken and fell off inside the pt just before withdrawing the needle. The user changed from flexible endoscope to rigid endoscope, and retrieved the broken part of the needle with grasping forceps.